Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), allergy to metals ("reaction to nickel in implant") and dyspareunia ("painful intercourse"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, inflammation, allergy to metals and dyspareunia outcome was unknown. The reporter considered allergy to metals, dyspareunia, inflammation and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / pelvic pain') and fallopian tube perforation ('migration or perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), inflammation ("inflammation"), allergy to metals ("reaction to nickel in implant") and dyspareunia ("painful intercourse"). The patient was treated with surgery (salpingectomy (bilateral) and salpingectomy (bilateral) to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, inflammation, allergy to metals and dyspareunia outcome was unknown. The reporter considered abdominal pain, allergy to metals, dyspareunia, fallopian tube perforation, inflammation and pelvic pain to be related to essure. The reporter commented: discrepancy noted regarding essure insertion date (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test: bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received. New event migration or perforation was added and coded to fallopian tube perforation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / pelvic pain') and fallopian tube perforation ('migration or perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), inflammation ("inflammation"), allergy to metals ("reaction to nickel in implant") and dyspareunia ("painful intercourse"). The patient was treated with surgery (salpingectomy (bilateral) ). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, inflammation, allergy to metals and dyspareunia outcome was unknown. The reporter considered abdominal pain, allergy to metals, dyspareunia, fallopian tube perforation, inflammation and pelvic pain to be related to essure. The reporter commented: discrepancy noted regarding essure insertion date ( (B)(6) 2011 and (B)(6) 2011) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), inflammation ("inflammation"), allergy to metals ("reaction to nickel in implant") and dyspareunia ("painful intercourse"). The patient was treated with surgery (salpingectomy (bilateral) to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, inflammation, allergy to metals and dyspareunia outcome was unknown. The reporter considered abdominal pain, allergy to metals, dyspareunia, inflammation and pelvic pain to be related to essure. The reporter commented: discrepancy noted regarding essure insertion date ((B)(6) 2011 and (B)(6) 2011) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received - patient¿s information update and lab data was added. Essure indication was provided, insertion and removal dates were updated. Furthermore, the event abdominal pain was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.